Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Olympus repair center confirmed that the main circuit board was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc considered that this phenomenon attributed to the broken main circuit board. The exact cause of the broken main circuit board could not be conclusively determined, however, omsc surmised the following. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. A foreign matter adhered to the mounting of the component. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The main circuit board was broken. The device could not be started normally. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use before laparoscopic surgery, the device beeped when switching modes. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event.